Event description:
It was reported that the touchscreen was delayed in responding to touch. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.